Event description:
It was reported that pulsavac plus hip tip would not stay on the hand piece when activated. The tip detached from the handpiece multiple times during the procedure. The customer reported that upon tip disconnection, it would get stuck in the femoral canal during lavage of the wound. It was reported that there was medical intervention required to manually explore the wound to remove the tip from the femur. It was noted that the medical intervention did not have any adverse effects on the patient. The reported 15 minute surgical delay was associated with the surgeon attempting to keep the tip attached, removal of tip from wound, and exchange of device for a new pulsavac to complete the procedure. Once opting for the alternate pulsavac, the surgery was completed in a normal fashion without further issue.

Manufacturer narrative:
Although the device was not returned to the manufacturer, the cause of the complaint was contributed to the press fit tip locking mechanism on the pulsavac plus. A design change has been implemented to address this issue.